Event description:
(B)(4) clinical study.same case as MFR report #: 2134265-2010-05220, 2134265-2010-05228, 2134265-2010-05229.it was reported that following a coronary drug eluting stenting treatment procedure, the patient experienced a myocardial infarction.the patient presented due to unstable angina and was referred for cardiac catheterization. The index procedure treated 3 lesions. The first target lesion was a 50% stenosed, 4.5x10mm bifurcated target lesion located in the left main coronary artery extending into the proximal left circumflex artery. Treatment placed a 3.5x20mm taxus liberte stent using a direct stenting technique and utilized post dilation resulting in 0% residual stenosis. The second target lesion was a 75% stenosed, 3.5x22mm target lesion located in the 1st obtuse marginal branch. Treatment placed a 3.0x28mm taxus liberte stent using a direct stenting technique resulting in 10% residual stenosis. The third target lesion was a 50% stenosed, 3.4x52mm long lesion located in the proximal right coronary artery (rca) extending into the mid rca. Treatment placed two overlapping taxus liberte stents (3.0x38mm, 3.0x20mm) using a direct stenting technique resulting in 0% residual stenosis. One day post the index procedure, the patient experienced chest pain and positive troponin elevation consistent with a myocardial infarction. The event was treated with sublingual nitroglycerin and morphine. The chest pain resolved and the patient was discharged later the same day on aspirin and prasugrel. Per the physician, the event was listed as "possibly related" to the stent.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported in (B)(6) 2014 no percutaneous coronary intervention (pci) was performed to treat the right coronary artery (rca). The residual high grade rca disease will need pci on follow-up. The patient was recommended on medical therapy- asa and plavix for at least one year and pci to rca when renal function allows.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID:2134265-2014-05832. It was further reported that during the initial procedure a 185cm forte wire was used to pass down the distal segment of the major marginal branch followed by the placement of 3.00x28mm liberte study stent in om1 and the 3.5x20mm liberte study stent in left main coronary artery- proximal left circumflex artery. Following the initial stent placement', the patient developed significant jaw discomfort and mild chest discomfort which was treated with sublingual nitroglycerine and intravenous morphine sulphate.